Event description:
Optician reported that a (B)(6) female pt experienced itching and burning sensation after a few hours of lens wear. Pt visited emergency department and was diagnosed with eyelid edema, secretion, and preseptal periorbital cellulitis. Pt was treated with amoxicillin, tobradex, oftalmowell, eritromicina, and erythromycin. Pt responded well to treatment and condition resolved.

Manufacturer narrative:
The returned lens was evaluated and found to be within all specifications, no product defect was found. There are no previous complaints on the reported lot number. The cause of the event is unk. Based on all info, no causal factors can be determined and no conclusion can be drawn.